Event description:
The customer reported the ventilator stopped working and screen went blank while in use on a patient. The customer reported the ventilator did alarm, and there was no patient harm the manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the vga pcb to correct the problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.